Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
No motor error alarm or reset anomaly was noted. No motor position encoder error alarm could be verified due to an overwritten history file. The insulin pump passed the displacement test, rewind, basic occlusion test and motor test. The insulin pump was unable to prime due to moisture damage to the force sensor resistor. The insulin pump had minor scratches on the display window, a cracked case at the display window corner, cracked reservoir tube lip, scratched reservoir tube window and cracked battery tube threads.

Event description:
It was reported that the customer had high blood glucose of 313 mg/dl. Caller stated that the customer's insulin pump was alarming motor error and settings were erased. Caller stated that they were unable to clear the alarm. Advised to discontinue use, return the insulin pump and to revert to a back up plan. Nothing further was reported.